Event description:
Customer reported that he had unexplained high blood glucose because her insulin pump did not deliver the insulin for a few days. Customer stated that she treaded the high blood glucose with orange juice and a non diet soda. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.